Manufacturer narrative:
Unit powered on with open book image. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test due to open book image. Unit was downloaded using thump software. On adapt, pump error 40 was recorded on (B)(6) 2024 10:01:00.000. Per main error log, pump error 53 was recorded 3 consecutive times (time and date unavailable per error log dump) due to hardware error (file # = (B)(4), line # = 65535). Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, and force sensor. Test p-cap locked in place during testing. The following damages were noted: cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, and scratched case. In summary, customer concern for critical pump error (open book image) and pump error 40 confirmed. Open book image due to pump error 53 caused by moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump critical pump error (open book image), pump error 40(motor safety circuit failed test.). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for critical pump error (open book image). No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.